Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and shocks due to t-wave oversensing of the right ventricular (rv) lead. The parameters on the lead were reprogrammed and the patient will be monitored via remote transmissions. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).